Event description:
Revision surgery - the pt fell a few weeks after a total knee arthroplasty in (B)(6) 2012, reopening the wound and causing infection. The infection worsened over time so the surgeon performed and irrigation and debridement as well as a polyethylene liner swap. The surgeon also implanted an antibiotic bead.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012, was identified as an infection. The original surgery occurred on (B)(6) 2012. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the 3dknee insert was examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25 and 40 kgy and was within its expiration date at the time of the original surgery. A review of the device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. The infection was caused by the patient falling and reopening the wound. No information was submitted with regard to the severity of the infection. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.